Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,900 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and is recovering from the serious adverse events. The patient was discharged on (B)(6) 2023 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event and the patient was provided with education. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency.